Event description:
Customer states tubes have clotted on 2 occasions. This has occurred with one phlebotomist. A 3cc luer lock syringe with a 22g straight needle is used. Blood is transferred immediately after collection into the sample tube using the same needle/syringe combo that was used to obtain it. Blood is added to the nominal mark and never under or over filled. On one occasion, the entire sample turned into a large clot, but the second attempt had multiple small clots. A third sample was collected and placed in a smaller tube from a different manufacturer and sent instead.

Manufacturer narrative:
(B)(4) a date of the event could not be obtained from the customer. Samples were only received and forwarded for an evaluation to the headquarter where we purchase the product from. As soon as the investigation of the event is completed, a supplemental report will be filed.

Manufacturer narrative:
Received 20 pcs 454322/a21073ya for evaluation, which expired june 14, 2022. No customer pictures were received. We have no further inventory of the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations. During the entire manufacturing process, no abnormalities were observed that affect the function of the tubes. Unfortunately, with the customer returned samples being past expiration upon receipt, conclusive results were unable to be gathered. Previous testing for this material/batch, prior to expiration, was within specification. The cause of the alleged event cannot be determined. Corrected data: h3: received samples. H6: type of investigation, investigation findings. H10: manufacturer narrative.